Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a sleeve procedure, when the device was about to be used into the gastric tissue, the device clamped on tissue, the green was pressed but the handle could not be squeezed so stapler could not be fired. Surgeon used another reload to complete the case. No patient injury.